Event description:
The customer contact reported the pt received more medication then intended. At 1130, the device was programmed to deliver venofer 500mg/525ml over 4 hours and the delivery was started. At approximately 1300, it was reported that the pt's oxygen saturation was in the 40's with complaint of nausea. At that time, it was noted the whole venofer container had been delivered over 1 hour and 30 minutes instead the intended 4 hours. The device was immediately removed from clinical service. The customer contact reported the pt was hypotensive, diaphoretic, bradycardic, with chest pain and abdominal discomfort. It was reported the pt was transferred to ER. The ER performed x-rays, hematology studies, chemistry, EKG x 2, and the pt was placed on oxygen via nasal cannula. The pt was treated with ondansetron hcl 8mg, atropine sulfate 0.4mg, sodium chloride 3000ml, famotidine 20mg, diphenhydramine hcl 50mg, methylprednisolone 125mg, epinephrine 0.3mg. It was reported that th hematology and chemistry studies were within normal limits. No specific lab values were provided. The customer contact reported the pt's chest pain, diaphoresis, bradycardia and nausea were relieved immediately after treatment. At 1640, it was reported the pt's vital signs had returned to normal with heart rate of 62 and blood pressure 106/45. At 1651, the pt was considered stable and transferred to the telemetry unit for observation overnight. The poison control specialist was notified and a hypersensitivity reaction was considered however it was reported that the pt had been given venofer in the past with no complications. On (B)(6) 2014, the customer contact reported the pt was discharged to home with no reported sequelae. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2014 at 0941, line a was programmed for simple delivery to deliver at a rate of 525ml/hr, with a vtbi (volume to be infused) of 2100ml, for a duration of 4 hours and the delivery was started. At 1045 line a of the device alarmed for n232 (prox air a, backprime) and the program was stopped. At 1046 the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.